Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and state the following: single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Directions for use insert foley catheters only for appropriate indications and leave in place only as long as needed. Proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance secure the foley catheter. Use the statlock foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly using a separate, clean collection container for each patient. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 patient's urine output dropped from normal in 2000 to 45/16/20/15/15/15/5/5/8/5/20mls. Provider was notified at 0430 and lasix was ordered. Lasix given at 0453 40mg IV push. No increase in output. Lasix was ordered again and given 0630, 80mg IV push. Dayshift nurse found a wet pad under the patient. Irrigated the foley and had visible liquid output from connection point of foley to drainage bag. Foley changed out, 1625mls of urine immediately drained. Per additional information received via email on 01jul2025, the product has been sent back to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 patient's urine output dropped from normal in 2000 to 45/16/20/15/15/15/5/5/8/5/20mls. Provider was notified at 0430 and lasix was ordered. Lasix given at 0453 40mg IV push. No increase in output. Lasix was ordered again and given 0630, 80mg IV push. Dayshift nurse found a wet pad under the patient. Irrigated the foley and had visible liquid output from connection point of foley to drainage bag. Foley changed out, 1625mls of urine immediately drained.